Manufacturer narrative:
One venous extension and a section of lumen measuring 5.2cm were returned for eval. A visual examination of the lumen revealed a 0.5cm crack in the lumen 4.1cm from the base of the extension assembly. When flushed, the lumen leaks through a pin hole located within the crack. The remaining section of the crack does not go all the way through the wall of the lumen. Without the lot number of the device, we are unable to review the mfg records. The lumen was cross sectioned and measured. All measurements were within the dimensional specifications. The incident report indicated that the device was implanted for more than twenty months without a reported problem. We are unable to determine the cause or factors which may have contributed to this event, however, there is no evidence of a manufacturing defect.

Event description:
It was reported that there was a split in the venous lumen. The lumen was cut and a new extension set was attached. No blood loss or pt injury was reported.